Event description:
It was reported the disposable caused the pump to alarm a couple times and stopped the pump. Patient sometimes feels worse at times. No patient injury was reported. No additional information is available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. Because no device was returned, and with the lack of failure/alarm information, no most probable cause can be determined. No serial number was provided; therefore, a device history record (DHR) review could not be conducted.